Event description:
Customer's mother called to report the pump had an error alarm. She also stated the customer was hospitalized with high bgs over 1000 prior to this call. The customer did receive a no delivery alarm however, the mother stated that she did not realize that the basal rate needed to be reprogramed after the delivery alarm has occurred. An attempt was made to troubleshoot the pump but there was not enough insulin left in the reservoir at the time of the call.